Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and confirmed that there has been no noise and sensing was normal and discussed this could be due to spring contact issues. A signal artifact monitor (sam) episode was recorded on the implantable cardioverter defibrillator (ICD) this lead is connected to. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and confirmed that there has been no noise and sensing was normal and discussed this could be due to spring contact issues. A signal artifact monitor (sam) episode was recorded on the implantable cardioverter defibrillator (ICD) this lead is connected to. No adverse patient effects were reported. This lead remains in service. Further information was received that this rv lead and the implantable cardioverter defibrillator (ICD) it was connected to, were explanted and replaced. No additional adverse patient effects were reported. Further information regarding product was requested.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and confirmed that there has been no noise and sensing was normal and discussed this could be due to spring contact issues. A signal artifact monitor (sam) episode was recorded on the implantable cardioverter defibrillator (ICD) this lead is connected to. No adverse patient effects were reported. This lead remains in service. Further information was received that this rv lead and the implantable cardioverter defibrillator (ICD) it was connected to, were explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis. Additional information was received that this lead had also exhibited elevated shock impedance measurements.

Manufacturer narrative:
Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and confirmed that there has been no noise and sensing was normal and discussed this could be due to spring contact issues. A signal artifact monitor (sam) episode was recorded on the implantable cardioverter defibrillator (ICD) this lead is connected to. No adverse patient effects were reported. This lead remains in service. Further information was received that this rv lead and the implantable cardioverter defibrillator (ICD) it was connected to, were explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis. Additional information was received that this lead had also exhibited elevated shock impedance measurements.